Event description:
Per the clinic, the device was explanted on (B)(6) 2020. The patient was not re-implanted, as of the date of this report.

Manufacturer narrative:
This report is submitted on 17 february 2020.

Event description:
Per the clinic, it was reported that the electrode array had extruded through to the external auditory canal. Explant and re-implantation is planned but has not taken place as of the date of this report.